Manufacturer narrative:
The insulin pump was not received stuck manufacturing mode. However we were unable to perform the displacement test and occlusion test due to missing retainer. The inulin pump was received with missing reservoir tube o-ring, scratched case, broken reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that they experienced high blood glucose of 250 mg/dl. The customer also stated that the clear ring around the reservoir compartment was broken. The customer treated high blood glucose with the insulin pump. Customer did not allege pump was under delivering. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.